Event description:
Additional information: 04dec2024: batch number provided 2407502.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for infusion adapter lot 2407502, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for adapter lot 2407502, and all results were found to be acceptable. Three retained samples of the reported lot were used for additional evaluation. The membranes were punctured up to ten times, in all cases the product functioned as intended and no leakages occurred. The performance of the sealing membrane is reduced after multiple perforations and extended activation time, the membranes are designed to be punctured up to ten times. Based on our quality team's investigation, we cannot identify a root cause related to our process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Detailed incident description. In pharmacy they have realized that a drop of liquid is in adapters membrane after cytostatic prepared with injector into IV bag. Today this happened with ifosamide cytostatics. When did the incident occur? During use. Issue occurred when drug was prepared and inserted into IV bag. No harmed as they realize this liquid drop and did not touched it. Hcp prepared the drug. Fluid was ifosfamid cytostatics. No additional medication.